Manufacturer narrative:
Product analysis the strain relief was returned cracked with the device and used to identify the device, the device was returned in pieces having been disassembled and broken during the procedure according to the event details the stent was not returned. The handle was returned in two parts, the isolation sheath was in several bits and was separate to the disassembled handle and the d eployment wheel and pull wire were detached from the silver retractable isolation sheath the stent was not returned. A section of the gold isolation sheath was returned with a guidewire locked in and was confirmed as 0.014¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was implanting an everflex entrust for the treatment of a fibrous lesion with chronic total occlusion (cto) in the mid left region of the superficial femoral artery. Patient had scar tissue formation from a previous radiation therapy. A non-medtronic sheath and guidewire was used. No embolic protection was used. The device was prepped as per the IFU with no issues identified. The lock-pin was removed prior to deployment. The vessel was predilated with a hawkone-m. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device, excessive force was used during withdrawal. It was reported that stent deformation occurred in vivo during deployment. Removal difficulties were encountered following stent deployment and the catheter/delivery system deformed. The distal end of the catheter was retrieved. No patient injury was reported for this event